Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mr was due to underlying heart failure. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4. Two xtw clips were implanted, reducing mr to grade 2. However, mean pressure gradient (mpg) increased to 6mmhg. The physician was satisfied with the result and the procedure was considered an acute success. A transthoracic echocardiogram (tte) was performed prior to the patient being discharged from hospital, and the mr was graded as moderate, and the mpg was recorded as 8mmhg. The patient was discharged home. During follow-up on 15 november 2023, it was observed that the patient mr had increased to grade 4 due to underlying heart failure. The implanted clips are stable on both leaflets. The patient¿s condition remained stable/unchanged and will be treated with best medical therapy (bmt) moving forward. No additional information was provided.